Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced confusion about elevated breakfast meal dosing following a feature reset and noted that only about (B)(6) units were delivered up front for announced meals, after which blood glucose levels were elevated; the user was counseled that initial dosing is weight based, adapts with recent meals, that announcing a smaller-than-usual meal for a usual intake could drive the learned dose higher, and that the system delivers approximately 70% up front with the remainder as needed. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of pump data and education on meal announcement practices and ilet dosing behavior. Investigation of this case revealed that post-meal hyperglycemia and subsequent higher learned meal dosing were consistent with adaptive algorithm behavior influenced by recent elevated glucose after underdosing up front, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.